Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions commensurate with battery voltage. No hardware resets were noted. A review of the device memory noted an increase in ventricular pacing threshold which resulted in a higher calculated current bin which in turn caused the device to declare elective replacement time (ert) earlier than expected. Analysis concluded the device exhibited normal battery depletion.

Event description:
Boston scientific crm received information that this pacemaker declared elective replacement time (ert) earlier than expected. Technical services (ts) speculated on possible impacts to the battery life including pacing percentages, high outputs, or high thresholds. No adverse patient effects were reported. Later, the device was explanted and returned for analysis.